Event description:
A customer reported receiving an error message on the 3rd day while wearing the adc device and was unable to obtain readings. The customer was initially hospitalized for a transplantation and experienced hyperglycemia and obtained reading of 476mg/dl on unspecified meter. As a result, customer required treatment from the healthcare professional who provided an unspecified bolus of insulin. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.